Manufacturer narrative:
Of the 2 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to cracked battery compartments and moisture ingress.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 18-43 years of age and between 108 and 108 pounds. Of the reported patients, were male, 2 were female, and 0 were unknown.